Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 12 jostent graftmaster is being filed under a separate medwatch MFR number. There were no reported product deficiencies. The reported patient effect of perforation is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the mid left anterior descending artery with heavy calcification, a 3.5x23 rx xience v was advanced and deployed successfully; however, a perforation occurred at the mid segment of the stent. A 3.5x12 jostent graftmaster stent delivery system (sds) was advanced but due to calcification could not cross to the perforation site. The sds was removed from the anatomy and a buddy wire was inserted to facilitate advancement of the graftmaster sds. The graftmaster sds was re-inserted and advanced to within a centimeter of the perforation site when the physician noted that the stent was loose on the balloon. The physician deployed the stent at 18 atmospheres 1 cm proximal to the perforation without further advancement of the sds to avoid dislodgement of the stent. The sds was removed from the anatomy and balloon dilatation was used to seal the perforation successfully. There was no adverse patient sequela. No additional information was provided.